Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19may2020.

Event description:
The customer reported the safety valve test failed during (est) extended self test. There was no patient involvement. The respiratory technician confirmed the reported issue, and requested the (fse) field service engineer for onsite support. However, the technician found out the used bacteria filter was still on the unit. The fse replaced it with a clean, dry filter, and the unit passed. The respiratory technician re ran the est after replacing the filter. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.